Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that the bipolar atrial lead impedance had decreased to about 250 ohms. When the pulse generator came up for replacement, the plan was to replace the lead. However, when the lead tested normal, the pulse generator was replaced.